Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced soft tissue issues resulting in infection at the abutment site. Subsequently, the patient underwent a procedure (date not reported) and the excess skin was excised. The patient was also treated with antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
The skin excision procedure took place on (B)(6) 2015. This report is filed (B)(6) 2016. The implanted device remains.